Event description:
It was reported that during a colostomy procedure, the device was fired and there was only partial staples that were fired for the anastomoses. The operator used the device properly but it misfired. There was a hard pop and the operator felt it fire, and the safety came down after the noise/feel was made. There were no tissue donuts. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.